Manufacturer narrative:
(B)(4). Similar to device under 510(k) k063619. Summary of investigational findings: inspection of the returned delivery system shows the thread is missing. The remaining thread portion is sort of turned towards the center of the delivery system, like the delivery system has been turned clockwise. However, there is no indication that the device was not manufactured per specification. Blood is noted on the entire length of the delivery system. The straightening mandrill stuck inside the delivery system partly due to coagulated blood and the damaged thread, thus blocking the inner lumen of the delivery system. Only an unused pinvise is returned with the system. According to the event description the physician used a pinvise. However, it is not returned to aid the investigation. The physician has not informed, which type of catheter was used during the procedure. The lumen should be at least 0.41 inches. It is believed that user error caused/contributed to the failure mode the risk of detach difficulties is addressed in the IFU. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: there was no problem in the patient's anatomy and the device was used for patent ductus arteriosus. Imwce-6.5-pda5 was placed as the first coil successfully, and the complaint device was the second coil in the procedure. Though the physician turned the pin vise to detach the coil, it could not be detached. When he turned the pin vise several times additionally, a tip of the thread of delivery wire separated from the delivery system, and the coil was detached. The coil and the separated segment of the tread of delivery wire went into the ductus arteriosis and embolised the blood flow eventually. No additional treatment was conducted and the procedure was completed. Patient outcome: there has been no adverse effects to the patient reported.